Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the fixation feature not engaged in tissue? No, it wasn't used on the patient due to the fixation feature issue which was found when checking. Was the fixation tab intact when the suture was placed in the patient? Na. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent heart valve replacement surgery on (B)(6) 2021 and suture was to be used. During the procedure, there was noted to be an issue with the fixation feature when checking, suture not used on patient. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.